Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was evaluated following the reported event of low voltage and power cable disconnect alarms. Submitted log files captured low voltage and power cable disconnect alarms that will be addressed under the battery investigations, and no atypical alarms correlating to an issue with the system controller were observed. The data also captured events consistent with the reported system controller exchange taking place. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time. Available information for this event indicates that the alarms reoccurred after the system controller had been exchanged. There were no issues found with the system controller during testing. The system controller was not correlated to the root cause of the reported event. Incidental findings: loose metallic crimp within ebb ribbon cable. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 IFU, (section 8, ¿equipment storage and care¿), provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated on 05jan2026, that the patient found a set of batteries that did not cause alarms. Per recommendations, the patient began to track battery serial numbers that were alarming and which battery charger slot (1-4) charged the specific battery. The patient was able to identify that a specific battery set was causing alarms, unrelated to which battery slot charged that battery. As of 31dec2025, the patient was not having alarms and had not used the alarming set. The two batteries were planned to be replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was exercising in their cardiac rehabilitation class when they started having low voltage and connect power alarms. This occurred while the patient was connected to their own batteries and battery clips. The patient went to the clinic immediately, where log files were obtained. The patient cleaned their battery clips and batteries with alcohol, performed a self-test, made sure all connections were secure, and tried 2 new batteries. The patient stated that the alarm occurred with manipulation of the white power cord. While assessing the patient, the connect power alarm showed on the display screen and indicated that the white power cord was not connected. The patient was then connected to the power module in clinic, and had not had an alarm since. The needle in the clip that was being used appeared slightly bent upon inspection. The patient was stable and had no symptoms. The pump was on the entire time. The international normalized ratio (inr) was drawn in the event a system controller exchange would be needed. The patient was given new clips and asked to connect and sit with the clinicians for a while before leaving. Following review of the submitted log files, it appeared that there were several low power events and power cable disconnect events while connected to battery power during the history. The events were associated with a brief reduction in the relative state of charge (rsoc) signal values. A voltage reduction was not recorded during the events. On (B)(6) 2025, it was later reported the low voltage alarm and power disconnect alarms returned. The patient changed out 3 different batteries using the new clips. Eventually the patient got a battery set that did not alarm. When the patient put the previous batteries in the universal battery charger (ubc), the port lights up red. The patient had already cleaned all connections on the ubc and batteries with alcohol. The patient was instructed to stay on the batteries that did not alarm. On (B)(6) 2025, it was reported the patient had the same low voltage alarm and power disconnect alarms. They system controller was exchanged. The patient tolerated the exchange well and their inr was therapeutic at 2.0. The alarms returned when the patient was driving home. The patient was told to replace their batteries with the backup ones in their bag and that their batteries they were alarming with will be inspected and replaced. Additional log files were sent for review. The log files confirm the reported low voltage events while the patient was utilizing battery power on (B)(6) 2025. The pump itself appeared to be operating within normal parameters.